Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed ¿system error 322'. A review of the event history log revealed 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the alarm was identified to be an out of the adjustment lower link screw which will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.